Event description:
It was reported that medical attention was sought after the end user received higher than normal blood glucose results from his prodigy diabetes meter. The end user could not recall the actual date of the medical intervention. The end user felt weak, cold, was shaking and then felt hot accompanied with a blood glucose reading of 560 mg/dl. He was taken to the ER and upon arrival his blood glucose was 57 mg/dl. While at the ER he received crackers and orange juice. After 3 hours he was discharged with a blood glucose reading of 125 mg/dl and instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.